Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open septoplasty procedure, while on closure, the suture disintegrated once released from package with strand. Another suture was retrieved to complete the case. There was no patient injury.